Event description:
A chiari decompression was being performed while using a mayfield modified skull clamp. The unit was in use 10-15 minutes when the incident occurred. The integra disposable pin (a1120- lot# 1122094) were placed with the pt supine, then pt was turned to the prone position and the skull clamp was secured in the mayfield base unit prior to the incidents. The nature of the malfunction was described that the mayfield moved and the pts' head slipped in the pins. This happened two times, with two different skull clamps and sets of pins. A revision was not required, however there were two scalp lacerations occurred that required staples. There was a delay in the surgery approximately 30 minutes. The pt outcome was good as the pt was discharged on (B)(4) 2012. Stereotaxy device was not used during the procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.